Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 18 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Customer required assistance by paramedics to address their bg. The customer received and electrocardiogram and additional carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.